Event description:
The sterility indicators in the instrument pans never changed color as expected. Same issue as report [redacted number]. The company's rep has communicated that the manufacturer is aware of the problem on a specific lot of product and do not plan to issue a recall or notice. Manufacturer response for indicators, (brand not provided) (per site reporter).